Manufacturer narrative:
Concomitant medical products: product ID 8709sc, (B)(4), implanted: (B)(6) 2010. Product type catheter. Analysis was performed on the pump and there were no significant anomalies identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer (con), a manufacturer's representative (rep), and a healthcare professional (hcp) regarding a patient receiving 10 mg/ml morphine at a dose of 3.804 mg/day flex via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported by the patient that the pump had alarmed multiple times and had not been as effective. The hcp stated that no alarms had been reported to them and the logs did not indicate any alarms. It was unknown what if any environmental/external/patient factors may have led or contributed to the alarms the patient heard. The logs had no abnormal activity. The pump was replaced for elective replacement indicator (eri) on (B)(6) 2017. The catheter did not aspirate during the case so the physician performed a back table prime. Also of note, the physician elected to prime 0.199 ml in 12 min instead of 0.3ml in 19 min. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". The pump replaced for eri was to be returned to the manufacturer for analysis by the rep. No further complications were expected or anticipated.